Manufacturer narrative:
Investigation summary:a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting a patient that tested false positive for both sars and flu b. Confirmation testing was performed for sars and came back negative. Confirmation testing was done for flu and came back positive but customer does not feel the customer has flu. Report 2 of 2 (flu b).